Manufacturer narrative:
Concomitant devices are unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 25 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, and weakness. Plaintiff endured pain following surgery during the rehabilitation period and required physical therapy. Plaintiff's ability to perform normal physical activities has been consequently limited. No further issues or complications were reported. No additional information is available.